Event description:
Related manufacturer reference number: 2017865-2023-18105. Related manufacturer reference number: 2017865-2023-18108. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing, high defibrillation impedance, high capture thresholds and insulation damage on the right ventricular (rv) lead. Device interrogation revealed noise oversensing, automatic mode switch, insulation damage and high capture thresholds on the atrial (ra) lead. Device interrogation revealed insulation damage, failure to capture and high capture thresholds on the right ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.

Manufacturer narrative:
Additional information: b5 and d6b.

Event description:
New information notes the right ventricular (rv) lead and the atrial (ra) lead were explanted and replaced.